Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a closed reduction and internal fixation of the clavicle the endobutton detached from the dispenser after passing through the clavicle. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection revealed the threaded tip is bent and the pec repair button is detached from the inserter. In addition, the o-ring was not returned. Functional testing could not be performed due to the damaged tip of the inserter. The most likely cause for the reported failure can be attributed to user error due to prying/leveraging of the inserter tip during use, causing damage to the threaded tip.